Manufacturer narrative:
A root cause for the reported event and a correlation between the device could not be conclusively determined. Based on the manufacturer¿s previous complaint experience, the report of low flow alarms, driveline disconnected alarms, and pump stoppage events that were confirmed based on the log file retrieved from the returned system controller could be indicative of percutaneous lead (lead) damage; however, the evaluation of the returned portion of the lead did not reveal any issues that would have contributed to the reported event. Approximately 14.25 inches of the lead was returned for evaluation. The returned section of the lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the lead revealed no evidence of mechanical damage or breakdown of the wire insulation. The lead was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have resulted in an electrical short. The returned system controller was found to function as intended upon evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the manufacturer's technical services representative stated that the reported alarms reoccurred after the percutaneous lead replacement and the patient was issued an ungrounded patient cable.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The patient remains ongoing on lvad support. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that high priority alarms sounded shortly after tethering to the power module patient cable and the power module. In response to the alarms, the patient connected back to battery power and was transported to the implanting center. Device interrogation showed there were alarms for pump stoppage, low flows and driveline disconnect. The patient reportedly felt mildly dizzy during the alarms and felt a rattling in his chest. The patient's symptoms resolved once the system was connected to battery power. The patient was provided with an ungrounded power module patient cable and no further alarms were reported. The customer stated that they attempted to reproduce the alarms while the system was connected to a grounded power module patient cable by manipulating the external percutaneous lead. Also, the patient was asked to move around in different positions in an attempt to reproduce the alarms; however, the alarms did not occur again. The manufacturer's technical services representative reviewed the provided x-ray images of the entire percutaneous lead and reported they were unremarkable. The customer requested that the external portion of the percutaneous lead be replaced. On 01/11/2016, the manufacturer's technical services representatives evaluated the percutaneous lead. Motor stopped events were not reproduced with manipulation of the external portion of the percutaneous lead or with upper body movement. The maximum length of the external percutaneous lead was replaced. No further information was provided.